Event description:
I have an inspire implant for sleep apnea. This implant is malfunctioning. It does not deliver consistent stimulation. I have seen my doctor about this. He had people from inspire come to the appointments. Inspire witnessed the malfunction. They said that they would do nothing. I recently saw that there was a recall of some of the inspire implants in 2024. I reached out to my doctor to see if my device was impacted by the recall. He said it was not. The issues that prompted the recall are the same issues I reported. I have been through multiple tests, sleep studies, x-rays etc. Because of this malfunctioning device. Diagnosing the issue has cost considerable money. The tests that were conducted on the device by inspire showed that it was malfunctioning, and they chose to do nothing. I am concerned about my health as I am aware that not treating or in-effectively treating sleep apnea can be life threatening. I don't want to. These are the notes from the visit where the t11 test was done. Moderate osa - seth continues to report variable/ineffective stimulation after switching at the last visit to default electrode configuration at 1.3 v. Download shows fair compliance. Today extensive additional evaluation was done with inspire representation present. The t11 troubleshooting report was completed. Impedances, etc. Still appear appropriate. I do note that while 1.3 v showed vigorous tongue movement at the last visit it generated almost no tongue movement today. 1.5 v generated vigorous tongue movement at certain times today but not at others. Sensor signal was diminished when right lateral and with the right arm overhead but not sure if this is clinically significant. Additional findings will be sent to inspire engineering, and we can expect her response in 2 weeks. In the interim I did recommend increasing to 1.5 to 1.6 v but he did not want to do this as 1.3 v does seem to be effective 90% of the time. Follow-up pending additional feedback from inspire. Inspire sent an engineer out to the following appointment, but the engineer said that they would do nothing more for me.